Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. Patient elected to have system explanted as they no longer wished to use device. There were no allegations against the device.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13619. It was reported a system explant may be pending for an unknown reason.